Event description:
A journal article was reviewed which contained information this implantable lead model. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were patient deaths during the follow up period from unknown causes, as well as complications such as sudden increase in impedance, inappropriate shocks, oversensing, and increased short v-v intervals. The article also references that there were lead revisions due to a ¿sudden drop in sensing,¿ and high thresholds. Medical and/or surgical intervention was completed on some patients. Further follow up did not yet yield any additional information. The unknown causes of death and device/relatedness have been requested, but not yet received.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The date of death is purely an estimate, as there is no indication of specific serial number/patient information. The gender of the baseline characteristics is male and the baseline age is 60 years old. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: very late follow-up of a passive defibrillator lead under recall: do failure rates increase during long-term observation. Pace pacing and clinical electrophysiology. 2015;38(3):306-310. (B)(4).

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The date of death is purely an estimate, as there is no indication of specific serial number/patient information. The gender of the baseline characteristics is male and the baseline age is 60 years old. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: very late follow-up of a passive defibrillator lead under recall: do failure rates increase during long-term observation. Pace pacing and clinical electrophysiology. 2015;38(3):306-310. (B)(4).

Event description:
Additional information was received through follow up with the co-author which indicated that there were no deaths related to the performance issues with the lead referenced.